Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medications were not crossing over. A technical support specialist confirmed that the issue was resolved by the end user, the user did not indicate how the issue was fixed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the hardware failed to recover. The customer reported that the pyxis got greyed out. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.